Event description:
On 8th december 2025, rayner received notification from a healthcare facility in australia of an event that occurred following implantation of a rayone galaxy toric rao615x. The event description provided states that post-operatively the patient experienced glare and halo leading to an additional surgery to explant and exchange the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient experienced glare and halos. Iol implantation was performed on (B)(6) 2025. On (B)(6) 2025, the patient underwent an additional surgery whereby the lens was explanted and exchanged. "Deviation from target refraction" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. There is a period of adaptation with any intraocular lens implant referred to as neuroadaptation. Rayner has previously been advised by its medical consultants that this process can take up to six months to achieve in some patients and that some patients (approx 3-5%) are just never able to adapt to the functional style of the lens. Our review of production records for the rayone galaxy toric rao615x batch 045268179 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 045268179. The symptoms of glare and halo are consistent with dysphotopsia and are likely due to failure to neuro-adapt.